Manufacturer narrative:
Product ID 3093-28, lot# va0hkjr, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was getting good improvement but as of (B)(6) 2014 they were feeling uncomfortable stimulation in the vaginal area. It was noted that the patient was reimplanted on (B)(6) 2014. The patient¿s device was set on 2.2 volts on (B)(6) 2014 and then on (B)(6) 2014 the patient had discomfort from their stimulation and they decreased it to 2.1 volts. Reportedly, on (B)(6) 2014, the patient started to have more frequency so they increased the stimulation back to 2.2 volts. On (B)(6) 2014, the patient was going too frequently so they increased to 2.6 volts and (B)(6) 2014 was a good day. It was noted that at night the patient was getting up 4-5 times. The patient stated their therapy on (B)(6) 2014 was not as effective as it was on (B)(6) 2014. It was stated, the patient was getting relief of symptoms. About a month later, it was reported, the patient had a burning or stinging sensation that happened infrequently. The patient felt the burning sensation was definitely related to their implant and the burning sensation was in their vagina area and it occurred intermittently. The patient stated that for example, it may happen one time for a couple days and then it might not in the morning and then a week later. The patient stated ¿you just never know¿ and this had been occurring off and on since implant. It was initially reported that the burning sensation started after a recent replacement surgery on (B)(6) 2014 but then later the patient stated they were sure they had it with their other one too but they didn¿t remember too much about their previous implant. Reportedly, the patient sometimes would get bladder infections and when they got ¿full blown¿ bladder infections they made the patient ill because, it hurt so badly. It was noted that the patient had bladder infections since even prior to having their implant and some since being implanted but they didn¿t know the exact dates. The patient had bladder infections off and on since their initial implant. Since having their replacement, the patient had a lot of leakage and just before they would get to the bathroom they would start leaking. The patient noted their leaking symptoms had not improved at all since their replacement surgery. Three days later, it was reported, the patient was still having concerns regarding their device or therapy but were working with their doctor and had an appointment scheduled for (B)(6) 2014. A day later, it was reported the patient had a loss of therapeutic effect and their symptoms started the night of (B)(6) 2014. The patient was having trouble and went to the doctor on (B)(6) 2014 and they gave the patient medicine to take and that night they kept going and going in the middle of the night and the same thing the next morning. The patient thought maybe they were dehydrated but it hadn¿t gotten much better and they had an appointment scheduled for (B)(6) 2014. Reportedly, the patient¿s device ¿never worked good¿ but it had helped. The patient stated it worked for about a week or two and then they were back to square one and the patient wanted to know if their medication started this.